Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device for the reported malfunction of increased intra-peritoneal volume (iipv). The reported iipv was not confirmed in the logs and not duplicated. The most probable cause was determined to be insufficient drain, false empty detect and last manual drain not used. The device will be sent to service area for servicing. The initial medwatch was submitted prior to receiving results of evaluation. Based on the results of evaluation this complaint is no longer a reportable malfunction, therefore, the initial medwatch did not need to be sent.

Event description:
A customer contacted baxter's (B)(4) to report feeling overfilled on the homechoice (hc) during use. The technical service representative (tsr) asked if the home patient (hp) had any symptoms now; hp stated no. Hp stated he came off the hc and manually drained approximately 3000 ml. Fill volume was 1800 ml. These volumes meet increased intra-peritoneal volume (iipv) criteria. The nurse confirmed that the patient's largest prescribed fill volume is 1800 ml. The nurse is not sure what may have caused the patient to drain 3000 ml, however, she states it may have been positional. Additionally, the nurse states that the patient knows how to bypass so he may have bypassed a drain cycle. According to the nurse the patient has a very low threshold for discomfort. Per the nurse they would prefer if the patient had a higher volume fill, however, he refuses as he cannot tolerate the pressure. The nurse stated that the patient's therapy was changed to tidal and from 85% to 90%. This has reduced some of the patient's symptoms. The device has been swapped. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). (B)(4) is currently open for the reportable malfunction of iipv / over delivery.